Event description:
Had boston scientific spinal stimulator trial leads inserted on (B)(6) 2023. By (B)(6) 2023 I was paralyzed from chest down. The leads created a blood clot from t7 to l2 that crushed my spinal cord. I have t7 incomplete paraplesia with 5% chance of ever walking again. I did have a fall on (B)(6) 2023, x rays were taken to make sure I did not break a rib. Neurosurgeon who removed leads and tried to save my legs informed my wife that the fall did not cause the paralysis, the leads did. The fall may have aggravated it but did not cause it. Also he said that procedure should never have been performed on me as it was a high blood clot risk procedure and I am high blood clot risk patient.